Manufacturer narrative:
(B)(4).

Event description:
It was reported that the alerts sounded excessively. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be signal loss greater than three hours. The reported event of an excessive alert is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.